Event description:
Service alleges the brakes are not holding. Cause: caster out of adjustment. Resolution: service adjusted the caster, this resolved the problem. Service stated no patient was in the bed and no injury reported. The bed was in the bed shop.